Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on january 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site subsequently the patient underwent skin revision surgery (date not reported). The implanted device remains.